Event description:
It was reported to medtronic minimed that the customer received an error in the motor that was detected by reading an unexpected value from the hall sensor (pump error 43). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed, and the customer's outcome pertaining to the complaint was a device replacement. The customer was able to clear the error but was unable to complete the rewind process. No harm requiring medical intervention was reported. The customer was advised to revert to the backup plan per the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed the self test, however, constant pump error 38 alarms noted during rewind. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 38 alarms. Successfully downloaded history files and traces using thump. Pump error 43 confirmed in the history files on 06/26/2025 09:29:02.000 until 06/26/2025 09:57:17.000. Pump was cut open to perform visual inspection and found moisture damage on pcba 1, keypad flex connector and motor. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded home switch and scratched case. Pump error 43 confirmed in the history files on 26-jun-2025. Pump error 38 was confirmed during rewind test. Pump error 43 and pump error 38 were due to corroded home switch. Exposed to moisture confirmed on electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.